Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient had a double lung transplant yesterday and came from or with multiple lines. One of them was a pa line. The receiving rn noticed during assessment that the pa catheter is still moving/ movable despite the 2 secured locks. Surgical team was informed and was aware that the line has a defect. Upon initial assessment, as endorsed by the night nurse. There was a check of the pa line and it was noted as well that the catheter is moving despite the locks. Apne, charge nurse and pcc were made aware. Initial measurement was the same from previous records and waveform was checked to make sure that it is in the right placement. Catheter can be moved despite the 2 locks." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient had a double lung transplant yesterday and came from or with multiple lines. One of them was a pa line. The receiving rn noticed during assessment that the pa catheter is still moving/ movable despite the 2 secured locks. Surgical team was informed and was aware that the line has a defect. Upon initial assessment, as endorsed by the night nurse. There was a check of the pa line and it was noted as well that the catheter is moving despite the locks. Apne, charge nurse and pcc were made aware. Initial measurement was the same from previous records and waveform was checked to make sure that it is in the right placement. Catheter can be moved despite the 2 locks." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".